Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 220 units of insulin and the insulin gauge displayed 8 units. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and receive an accurate fill estimate.